Event description:
While implanting a femoral nail, and preparing a hole for a screw, the drill broke. The tip of the drill was removed at the body of the drill remains in the patient, acting as the screw.